Manufacturer narrative:
Unomedical received complaint through the distributor of the infusion set. (B)(4). Eval summary: used device: one used sample was returned for eval. The used device was visually inspected and found to be humid at the membrane of the reservoir connector. A flow and leak test was performed, and the used device was found to be clogged in the reservoir connector needle. A reservoir connector vent test was performed and the used device was found to be clogged in the vents. Unused devices: no unused samples were returned for eval. Reference samples: the retained samples were visually inspected, flow and leak tested and no anomalies were observed. All retained samples were found to be within specs.

Event description:
Pt treated high blood glucose levels with manual injection. Pt stated that prior to use prime/fill was observed anomaly. Pt was using devices from lot 8. Pt stated that when she releases her finger from the act key on the pump, insulin continues to exit. Pt changed and used a set from lot 9 with the existing reservoir and pump. The new set primed properly.